Event description:
A coil was purchased in early 2011 and in less than 90 days the coil had a failure. (Coil failed signal to noise test.) A new coil was ordered, tested and scanned ok. Within 16 days the new head coil failed. It was replaced and calibrated.